Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the cause for the valve malposition and paravalvular leak was attributed to procedural factors [i.e. Too rapid deployment of the valve by the operator]. There is no allegation or indication of a malfunction of the valve or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the valve was deployed 80:20 [aortic/ventricular] causing moderate paravalvular leak. A second valve was implanted. The patient was prepped and draped under general anesthesia for tavr in the aortic position with a 26mm sapien 3 valve. Bav was performed under rapid pacing, and the valve was positioned slightly more aortic but within normal limits and deployed. The valve position post deployment was 80:20 aortic resulting in moderate paravalvular leak; second sapien 3 valve was positioned more ventricular (one full cell showing on outflow of first valve) and deployed resulting in mild pvl. The patient remained stable and was transferred to post op care. This particular facility performs their own internal annulus measurements; all aspects of the aortic complex are not known. The annulus area was measured at 509mm2, there was no tee or tte done intraoperatively. The high valve position was attributed to a too rapid deployment of the valve. The patient's native leaflet calcification was moderate; aortic root calcification was mild. There was no mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good. Image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture.